Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During the procedure, when the catheter was inserted into the patient, the tip of the catheter was noted to be bent on fluoroscopy. The catheter was removed from the patient and the tip of the catheter was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported bend was confirmed. The tip of the catheter was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent and fractured tip is consistent with damage during use.